Event description:
On (B)(6) 2025, the agent documented that the user experienced elevated blood glucose (bg) following a morning infusion set change and unannounced breakfast. Bg rose to a peak of 389 mg/dl (fingerstick 376 mg/dl). The cannula and tubing appeared intact, though the user noted significant scar tissue. The ilet correction algorithm was allowed to continue adjusting, and bg trended down gradually to 248 mg/dl with 3.8 units insulin on board. During the decline, the user briefly experienced nausea, which resolved quickly. The user's lowest blood glucose (bg) recorded was 333 mg/dl, and highest was 389 mg/dl. Bg was corrected through the correction algorithm. No prolonged out-of-range period, outside assistance, or medical intervention was required. No symptoms were reported during the high other than brief nausea that resolved. No patient injury reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.